Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received eight non-lifevest defibrillations. The device was started up at 09:39:39 on (B)(6) 2025. At 18:52:39, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm degrading to vt/vf with motion artifact. The device properly detected vt/vf. CPR/motion artifact prevented the lifevest from treating the patient. At 18:53:02, the patient received the first non-lifevest defibrillation. Rhythm at the time of the first non-lifevest defibrillation was vf with motion artifact. Post shock rhythm was sinus/paced rhythm @ 70 bpm. At 20:56:34, the patient received the second non-lifevest defibrillation. Rhythm at the time of the second non-lifevest defibrillation was vf with motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. The non-lifevest defibrillation was given less than 1 second into the treatment sequence. At 21:00:58, the patient received the third non-lifevest defibrillation. Rhythm at the time of the third non-lifevest defibrillation was vf with motion artifact. Post shock rhythm was vf with motion artifact. The non-lifevest defibrillation was given 4 seconds into the treatment sequence. At 21:01:12, the patient received the fourth non-lifevest defibrillation. Rhythm at the time of the fourth non-lifevest defibrillation was vf with motion artifact. Post shock rhythm was sinus/paced rhythm @ 80 bpm with CPR/motion artifact. At 21:04:43, the patient received the fifth non-lifevest defibrillation. Rhythm at the time of the fifth non-lifevest defibrillation was vf. Post shock rhythm was sinus/paced rhythm @ 95 bpm with CPR/motion artifact. The patient received the 4th non-lifevest defibrillation 4 seconds into the detection sequence. At 21:07:14, the patient received the sixth non-lifevest defibrillation. Rhythm at the time of the sixth non-lifevest defibrillation was vf. Post shock rhythm was sinus/paced rhythm @ 90 bpm. The patient received a non-lifevest defibrillation 10 seconds into the detection sequence. At 21:20:15, the patient received the seventh non-lifevest defibrillation. Rhythm at the time of the seventh non-lifevest defibrillation was vt @ 150 bpm. Post shock rhythm was vt @ 140 bpm. The patient received a non-lifevest defibrillation 2 seconds into the detection sequence. At 21:21:14, the patient received the eighth non-lifevest defibrillation. Rhythm at the time of the eighth non-lifevest defibrillation was vt @ 150 bpm. Post shock rhythm was vt @ 150 bpm. The electrode belt was disconnected at 00:19:43 on (B)(6) 2025.

Manufacturer narrative:
The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
The monitor was returned for investigation and did not pass incoming functional testing. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received eight non-lifevest defibrillations. The device was started up at 09:39:39 on (B)(6) 2025. At 18:52:39, an arrhythmia was detected. ECG shows sinus tachycardia @ 110 bpm degrading to vt/vf with motion artifact. The device properly detected vt/vf. CPR/motion artifact prevented the lifevest from treating the patient. At 18:53:02, the patient received the first non-lifevest defibrillation. Rhythm at the time of the first non-lifevest defibrillation was vf with motion artifact. Post shock rhythm was sinus/paced rhythm @ 70 bpm. At 20:56:34, the patient received the second non-lifevest defibrillation. Rhythm at the time of the second non-lifevest defibrillation was vf with motion artifact. Post shock rhythm was sinus rhythm @ 60 bpm with motion artifact. The non-lifevest defibrillation was given less than 1 second into the treatment sequence. At 21:00:58, the patient received the third non-lifevest defibrillation. Rhythm at the time of the third non-lifevest defibrillation was vf with motion artifact. Post shock rhythm was vf with motion artifact. The non-lifevest defibrillation was given 4 seconds into the treatment sequence. At 21:01:12, the patient received the fourth non-lifevest defibrillation. Rhythm at the time of the fourth non-lifevest defibrillation was vf with motion artifact. Post shock rhythm was sinus/paced rhythm @ 80 bpm with CPR/motion artifact. At 21:04:43, the patient received the fifth non-lifevest defibrillation. Rhythm at the time of the fifth non-lifevest defibrillation was vf. Post shock rhythm was sinus/paced rhythm @ 95 bpm with CPR/motion artifact. The patient received the 4th non-lifevest defibrillation 4 seconds into the detection sequence. At 21:07:14, the patient received the sixth non-lifevest defibrillation. Rhythm at the time of the sixth non-lifevest defibrillation was vf. Post shock rhythm was sinus/paced rhythm @ 90 bpm. The patient received a non-lifevest defibrillation 10 seconds into the detection sequence. At 21:20:15, the patient received the seventh non-lifevest defibrillation. Rhythm at the time of the seventh non-lifevest defibrillation was vt @ 150 bpm. Post shock rhythm was vt @ 140 bpm. The patient received a non-lifevest defibrillation 2 seconds into the detection sequence. At 21:21:14, the patient received the eighth non-lifevest defibrillation. Rhythm at the time of the eighth non-lifevest defibrillation was vt @ 150 bpm. Post shock rhythm was vt @ 150 bpm. The electrode belt was disconnected at 00:19:43 on (B)(6) 2025.

Manufacturer narrative:
Device evaluation of monitor has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. The patient received eight non-lifevest defibrillations. There is no indication the open r781 resistor caused or contributed to the patient's passing as the system was able to detect vt/vf rhythm on the date of event. The monitor has been returned and the evaluation is underway. The device flag data from the last download does not indicate any device malfunction. The electrode belt has not been recovered. The device flag data from the last download does not indicate any device malfunction.